Event description:
It was reported to philips that the system displayed a "tube overheated" message and sounded an alarm during radiation exposure. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.